Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarms noted. The motor was tested outside the device and passed. The device was received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that customer's insulin pump alarmed motor error. Customer's blood glucose was 15.7 mmol/l. Customer stated she gets a motor error and clears it, but every time she rewinds the insulin pump is alarms motor error again. The device was not exposed to a strong magnetic field. Customer stated she went through a metal detector at the airport. The alarm was cleared. Customer does not use the sensor feature. Customer is unable to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.